Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow up, the device was unable to be interrogated. Based on previous interrogation records, premature battery depletion was alleged. The device was explanted and replaced, and there were no adverse patient consequences reported.

Event description:
New information was received confirming the device explant date was 29th march, 2018.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.